Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed.

Event description:
As reported, the optease vena cava filter was removed after approximately 10 weeks. The filter was in the right iliac was when it failed to fully enter the sheath. During withdrawal, it released from the snare and jumped back out again. The filter was originally placed in (B)(6). There was no reported patient injury. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
Procedural images were available and reviewed. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the optease vena cava filter was removed after approximately 10 weeks. The filter was in the right iliac was when it failed to fully enter the sheath. During withdrawal, it released from the snare and jumped back out again. The filter was originally placed in thailand. There was no reported patient injury. The product was clinically used and will not be returned for analysis. Picture review: picture of a 10 french catheter sheath introducer with what appears to be a possible filter, with a substance wrapped around it, exiting the distal end. One angiographic image of what appears to be a catheter advanced from femoral access, with a snare wire through it. There is an inferior vena cava (ivc) filter noted. One angiographic image of what appears to be a catheter advanced from femoral access, with a snare wire through it. The snare wire has engaged the distal tip (hook) of the ivc filter and has been pulled into the catheter. One angiographic image of what appears to be a catheter advanced from right femoral access. An ivc filter with hook at end is noted. Picture of an ivc filter with barbs on one end of struts only. A hook is noted on one the other end. There is a red blood-like substance/material on bilateral ends and struts. There is also what could possibly be three pieces of tissue. Picture of an expanded ivc filter with what appears to be a gelatinous substance (possibly blood) and a substance wrapped around the end which could possibly be tissue. Picture of a collapsed ivc filter with what appears to be a gelatinous substance (possibly blood) and a substance wrapped around the end which could possibly be tissue.

Manufacturer narrative:
Complaint conclusion: as reported, the optease vena cava filter was removed after approximately 10 weeks. The filter was in the right iliac was when it failed to fully enter the sheath. During withdrawal, it released from the snare and jumped back out again. The filter was originally placed in thailand. There was no reported patient injury. The product was clinically used and will not be returned for analysis. Procedural images are available. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. However, procedural pictures were received. Picture review: picture of a 10 french catheter sheath introducer with what appears to be a possible filter, with a substance wrapped around it, exiting the distal end. Filter3.jpg: one angiographic image of what appears to be a catheter advanced from femoral access, with a snare wire through it. There is an inferior vena cava (ivc) filter noted. One angiographic image of what appears to be a catheter advanced from femoral access, with a snare wire through it. The snare wire has engaged the distal tip (hook) of the ivc filter and has been pulled into the catheter.: one angiographic image of what appears to be a catheter advanced from right femoral access. An ivc filter with hook at end is noted. Picture of an ivc filter with barbs on one end of struts only. A hook is noted on one the other end. There is a red blood-like substance/material on bilateral ends and struts. There is also what could possibly be three pieces of tissue. Picture of an expanded ivc filter with what appears to be a gelatinous substance (possibly blood) and a substance wrapped around the end which could possibly be tissue. Picture of a collapsed ivc filter with what appears to be a gelatinous substance (possibly blood) and a substance wrapped around the end which could possibly be tissue. The optease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Per the description of the events, the retrieval was performed ten weeks after implantation. Retrieval of the optease vena cava filter is indicated up to 23 days post implantation. Usage of the product other than that indicated in the product's IFU may involve additional risks not described in the labeling. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization, remodeling/restructuring of the vessel wall following device implantation, is the body¿s natural response and has been shown to occur in as short a period as 12 days. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.